Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the door jam issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the sicu_twr2 dr3 drawer, where the patient bins are located, did not open. Upon following the on-screen prompt, an error message stating requires maintenance, please contact technical support was displayed. Two reboot attempts were performed still the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.